Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited non sustained right ventricular oversensing. Diagnostics otherwise appeared stable. No intervention was performed.